Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became shattered. In addition, it was reported that intermittently boluses would not be delivered and the bolus screen did not show units of insulin. The customer's blood glucose was 260 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported bolus delivery issue.